Event description:
This lead was implanted on (B)(6) 2010. A call to technical services on 05/23/2011 states that patient is getting a lead revision for an unknown reason. (B)(6) had called rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)